Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient outcome was reported as unknown. On an unknown date, pd therapy was discontinued. The pd catheter was removed. The reporter declined to provide additional information.